Event description:
On (B)(6) 2012 the healthcare professional/reporter contacted animas to report the pump would not power on. No further information was provided. There was no reported patient injury associated with this issue. The technical support representative contacted the patient to troubleshoot the pump and obtain additional information; however was unable to reach her by telephone. No troubleshooting of the pump was performed. The issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.